Manufacturer narrative:
(B)(4). FDA notified?: this incident was notified to the FDA by the user facility via mw5067159.

Event description:
It was reported that the nurse attempted to use the suspect device for lab collection from the patient's PICC line. The nurse was able to disconnect the device from the line and the device broke off inside the PICC. The broken portion was unable to be removed and the patient had to seek intervention at the hospital to attempt to remove the device but removal was unsuccessful. The patient's doctor attempted to remove the device tip with tweezers/hemostats manually. After unsuccessful attempts, the patient had their PICC line removed and replaced as outpatient.

Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. Additionally, our quality engineer indicates that bd cautions against the use of bd vacutainer® luer adapter devices for connection to indwelling catheters/ports, and recommends the use of a bd vacutainer® luer-lok ¿ access device instead. The bd vacutainer® luer-lok¿ access device is a holder with an integrated multiple sample non-patient (np) needle and threaded male luer fitting. The screw thread prevents the luer connector from coming off during use, greatly reducing the chance of leakage and allows for controlled removal of the device.